Event description:
It was reported that the user experienced recurrent fluctuating blood glucose levels after a period off therapy when they were disconnected from the ilet pump for about a week and later frequently disconnected due to fear of low glucose. The user inquired about factory resetting the ilet, and the interaction involved education and troubleshooting without device adjustments. Several attempts were unsuccessful at contacting the user to connect them with clinical management. Symptoms included hypoglycemia, hyperglycemia ranging from 42 mg/dl to 319 mg/dl as well as episodes of confusion or disorientation. Outcomes included minor injury of hypoglycemia resolved with oral glucose with no lasting health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem was found, while a usage problem was identified consistent with disconnecting from the ilet for prolonged periods of time. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.